Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure (piece of the transducer peel off of the tip of the scope) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pink rubber big chip a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the peeled off transducer of the tip of the scope was due to a fracture of the pink rubber at the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a piece of the transducer peeled off of the tip of the subject device. It is unknown when the issue occurred. There were no reports of patient harm.